Event description:
A consumer reported she only uses the product in her right eye and she began experiencing irritation following the use of the product. She stated she went to the doctor who did not diagnose or treat her with any medications. She noted her symptoms continued and she went back to the doctor. She stated her doctor diagnosed her with optic neuritis in the od and treated her with a high dose of corticosteroids. She noted she discontinued use of the product and she feels a little bit better. Additional information has been requested.

Manufacturer narrative:
Review of chemistry and micro data found that this lot met release requirements. No sample has been returned at this time for further investigation. No similar complaints have been reported for this lot. This lot has been previously tested and all results met specification. No root cause could be determined. Additional information was requested via mail on 12/01/2010; and via phone on 12/14/2010. At this time, additional information has not been received. (B)(4).